Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The patient was hospitalized for an unrelated event at the time of the hernia diagnosis. On an unknown date during the hospitalization, the patient had a hernia repair procedure. It was not reported if the patient was recovered or was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced a hernia. Should additional relevant information become available, a supplemental report will be submitted.